Manufacturer narrative:
A1 patient identifier: (B)(6). D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. With all the available information, boston scientific (bsc) concludes: device history record review the lot number of the farawave catheter was not provided. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis: the farawave catheter was discarded at the healthcare facility, therefore returned device analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists heart failure and edema as known potential adverse events associated with the use of the device. Risk review: a review of the farawave catheter hazard analysis and risk thresholds was completed and confirmed that the events of pulmonary edema and kidney injury were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of adverse event related to patient condition. It was reported that twenty two (22) days after a pulse field ablation procedure using a farawave catheter a patient experienced pulmonary edema and acute kidney injury. The reported events of pulmonary edema and acute kidney injury are consistent with decompensation of the underlying cardiac and renal disease of the patient. The events occurred several weeks following the procedure in the setting of significant comorbidities and medication noncompliance. Treating physicians attributed the adverse events to this noncompliance, and the clinical presentation is consistent with exacerbation of underlying heart failure leading to pulmonary edema and secondary acute kidney injury. Pulmonary edema and acute kidney injury are known potential adverse events associated with the use of the farawave catheter.

Event description:
It was reported that acute pulmonary edema and acute kidney injury occurred. A pulse field ablation procedure was performed using a farawave catheter. Twenty two (22) days post index procedure while in a rehabilitation center for kratom withdrawal the patient developed acute pulmonary edema. Patient reported noncompliance with medication regime. Chest radiographs showed stable cardiomegaly. Intravenous bumex was administered and the patient was started on carvedilol, entresto, spironolactone, jardiance, amiodarone, and eliquis. The nephrology department was consulted for acute kidney injury in addition to chronic kidney disease stage 3. Transesophageal echocardiogram (tee) showed an ejection fraction of 25 to 30 percent, severe left ventricular global hypokinesis, acute chronic biventricular heart failure with reduced ejection fraction, and non ischemic cardiomyopathy status post implantable cardioverter defibrillator. A follow up tee seven days post initial tee showed ejection fraction of 25 to 30 percent, severe left ventricular global hypokinesis, moderately reduced right ventricular systolic function, left atrium moderately dilated, no thrombus in left atrial appendage, mild mitral regurgitation, and moderate tricuspid regurgitation. The patient underwent direct current cardioversion. Dobutamine was administered with a gradual improvement in acute kidney injury. After discontinuing dobutamine the acute kidney injury plateued with no improvement and dobutamine was resumed. Intravenous bumex 2mg twice daily was started and discontinued coreg, entresto, spironolactone, farxiga due to acute kidney injury. Physicians attribute the adverse events to medication noncompliance. Patient discharged self against medical advice.

Event description:
It was reported that acute pulmonary edema and acute kidney injury occurred. A pulse field ablation procedure was performed using a farawave catheter. Twenty two (22) days post index procedure while in a rehabilitation center for kratom withdrawal the patient developed acute pulmonary edema. Patient reported noncompliance with medication regime. Chest radiographs showed stable cardiomegaly. Intravenous bumex was administered and the patient was started on carvedilol, entresto, spironolactone, jardiance, amiodarone, and eliquis. The nephrology department was consulted for acute kidney injury in addition to chronic kidney disease stage 3. Transesophageal echocardiogram (tee) showed an ejection fraction of 25 to 30 percent, severe left ventricular global hypokinesis, acute chronic biventricular heart failure with reduced ejection fraction, and non ischemic cardiomyopathy status post implantable cardioverter defibrillator. A follow up tee seven days post initial tee showed ejection fraction of 25 to 30 percent, severe left ventricular global hypokinesis, moderately reduced right ventricular systolic function, left atrium moderately dilated, no thrombus in left atrial appendage, mild mitral regurgitation, and moderate tricuspid regurgitation. The patient underwent direct current cardioversion. Dobutamine was administered with a gradual improvement in acute kidney injury. After discontinuing dobutamine the acute kidney injury plateued with no improvement and dobutamine was resumed. Intravenous bumex 2mg twice daily was started and discontinued coreg, entresto, spironolactone, farxiga due to acute kidney injury. Physicians attribute the adverse events to medication noncompliance. Patient discharged self against medical advice.

Manufacturer narrative:
A1 patient identifier: (B)(6). D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.